Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high". A specific bg value was not provided. Suspected cause was due to the customer¿s correction factor settings requiring adjustments. Customer administered a manual injection of insulin to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
In use at the time of the event: cgm model: g7 mobile os: unknown / unknown / unknown / unknown.